Event description:
This spontaneous case was reported by a lawyer and refers to a social media post. It describes the occurrence of fatal complication associated with device ('lost and e-sister today due to complications of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criterion death). The reported cause of death was contraceptive device complication. Detailments of essure insertion date, event onset date and specific cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided. The reporter considered complication associated with device to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: complication associated with device. Quality-safety evaluation of ptc: unable to confirm complaint. This case with very limited information was received via lawyer and refers to a social media post. It was reported that a female patient died due to complications associated with essure ('lost and e-sister today due to complications of essure'). Detailments of specific complications experienced by the patient and cause of death were not reported; nor were given details of essure insertion procedure or any associated conditions. Patient¿s concurrent conditions; concomitant medications or past medical history were also not provided. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported fatal complication associated with device as not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post. It describes the occurrence of fatal complication associated with device ('lost and e-sister today due to complications of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criterion death). The reported cause of death was contraceptive device complication. Detailments of essure insertion date, event onset date and specific cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided. The reporter considered complication associated with device to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: complication associated with device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc (product technical complaint). This case with very limited information was received via lawyer and refers to a social media post. It was reported that a female patient died due to complications associated with essure ('lost and e-sister today due to complications of essure'). Detailments of specific complications experienced by the patient and cause of death were not reported; nor were given details of essure insertion procedure or any associated conditions. Patient¿s concurrent conditions, concomitant medications or past medical history were also not provided. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported fatal complication associated with device as not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.